Event description:
It was reported that the patient experienced a return of the neuropathy in her feet, about a month prior to the report. The patient also stated that her stimulator would not ¿behave.¿ the patient stated it had ¿a mind of its own.¿ the patient would be walking and it would turn on full blast and knock her off her feet and the patient couldn¿t stand up. The patient would feel a surge of stimulation, an overstimulation, which was ¿really big.¿ it would also last for a while. This had been getting worse all the time and had been going on for a month as well. The patient was redirected to her physician. It was further reported that stimulation was not working on her feet anymore and the neuropathy was coming back. The patient was having a hard time walking and keeping balance. The patient had adjustments within the past 4-5 months. It resolved the issue then, but the issue had started again within the past 3 weeks. The patient had moved and was looking for a new physician. Note: the information above was previously reported. Refer to manufacturer report # 3004209178-2014-07899 additional information received reported that the patient was looking for her manufacturer¿s representative to help adjust her stimulator because of increased pain for the past two months on her feet. The patient stated it ¿may be her neuropathy.¿ it was stated that it usually started on the big toe down to the middle. It was noted that the patient had moved and did not know how to contact the manufacturer¿s representative. It was noted that the patient continued to have concerns but had an appointment set for (B)(6) with a manufacturer¿s representative for reprogramming.

Event description:
Additional information received reported that the patient cancelled today's appointment.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).